Manufacturer narrative:
The complete lead was returned in one piece for analysis. Electrical testing, visual inspection, x-ray examination and tip stiffness test was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for follow-up. It was confirmed via chest x-ray that the right ventricular (rv) lead had perforated patient's heart and caused pericardial effusion. During repositioning, the rv lead was not able to bypass the tricuspid valve and therefore could not be implanted. The rv lead was explanted and an alternate lead was implanted. Pericardial effusion was treated by absorption. Patient condition was stable.